Event description:
It was reported that during a laparoscopic abdominal hysterectomy procedure, the device locked on tissue. It was articulated with a white cartridge. The surgeon was attempting to staple off the vaginal cuff. They could not reverse the knife blade. They had to cut the device out. The procedure was completed with suture, clamp and tie. A new device was used to complete the procedure. No pt impact reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy there was an error sound was emitted and could not be used. No damage was found at the tissue pad. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Knife the analysis found that the (B)(4) device was received with the knife jammed and with a white cartridge reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and no anomalies were found on the handle. After further analysis of the tube the knife was noted to be jammed and nicked. In addition, several b-form staples were noted to be lodged between the knife and the anvil channel, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A batch record review was performed and no anomalies were found during the manufacturing process.